Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was wearing the insulin pump at the time of the call and had a low blood glucose reading. Customer stated that she has been having low blood glucose readings in the morning in the 50's and 60's mg/dl. Customer stated that she thinks it is due to the medicine or dosage or her job. Customer stated that she works in a warehouse and some days she moves around more than others. Customer stated that she was not sure why she was going low mid-morning. Customer stated that she was not having any issues with the infusion sets. Customer did not want to talk to the helpline. Customer will talk to her trainer about a possible adjustment to the basal.